Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
T was reported that the patient had a decline in flow over the past few months. Computed tomography angiography (cta) was performed (B)(6) 2024 and it was noted on the radiology report that "small bio-debris may be noted." The clinician reported that after speaking with the interventional radiologist, there may have been a small kink in the outflow graft (ofg) where it exited from the pump. A kink in the outflow graft and bio debris were confirmed. The ¿decline in flow¿ was first noted on (B)(6) 2024 during a clinic appointment. Log files were submitted for review and displayed low flows with high pulsatility index (pi) readings which seemed to be physiological in nature. No clinical symptoms or signs were observed that could be causing low flows and the patient was asymptomatic. Going forward, diuretics would be held to see if this was the cause for low flows.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined. The controller log files collectively contained events from 19jul2023 through 21jul2023, 08may2024 through 10may2024, 10aug2024 through 12aug2024, and 11sep2024 through 13sep2024. Low flow hazard alarms were captured on 10aug2024, 11aug2024 and 13sep2024, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.